Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) canada, alleging that her old onetouch verio reflect meter read inaccurately compared to her feelings and/or normal readings and displayed an unknown error message during testing. The complaint was classified based on the customer care agent (cca) documentation, since the patient could not be contacted for further information. The cca was advised by the patient that at an unspecified date/time 1 week prior to contacting lfs, the unspecified error message began to appear and she obtained an alleged inaccurate blood glucose reading with the subject meter. No specific reading was provided. It was not reported what medications, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management regimen as a result of the alleged issues. At an unspecified date/time after the alleged issues began, the patient reporting having symptoms described as ¿dizzy, woozy, distress, feeling funny and wasn't feeling well¿. In response to the symptoms, the patient stated she called an ambulance but did not specify the treatment received. The patient declined to provide further event information. At the time of troubleshooting, the cca confirmed the correct testing process was being followed. The cca noted the test strips had been stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required medical intervention for a possible acute complication of diabetes after the alleged meter issues began and it is not known what medical treatment the patient received. The subject meter could not be ruled out as a cause or contributor to the event.